Event description:
Patient passed out two days in a row. Emergency medical technician's device read blood glucose as 11 mg/dl and 12 mg/dl for each day of event. Patient was treated at hospital and may have also suffered a stroke. Memory readings on the suspect device show "hhh",336, and 311, but no time and day are set. The reporter could provide no other information except that the suspect strips expired in 1994. Patient is doing well.